Event description:
Information was received from a healthcare facility via a medtronic representative regarding a scope used in an unknown spinal therapy. It was reported that the scope was not clear and dirty. It was reported that there was no patient involved since event occurred po stoperatively. The reported product has been used multiple times in the past. No further complications were reported/ anticipated.

Manufacturer narrative:
G2: country of origin is japan. H3: product analysis of product:9560100, lotno:1478241 during the inspection upon acceptance, the requested phenomenon and scratches on the outer tube were observed, and foreign objects could be seen when the focus was shifted. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.